Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet bionic pancreas, and troubleshooting education was completed per standard guidance. Symptoms included elevated blood glucose. Outcomes included the need for user education to address high glucose management. Investigation included a review of available case details and confirmation that guidance for high glucose response was provided. Investigation of this case revealed no confirmed device malfunction and no identifiable contributing device component based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.